Event description:
Customer states: during pre-test prior to use on a pt at hosp, a nurse confirmed the cuff would not be inflated but use of the lanz balloon the cuff was inflated normally. Covidien sales rep confirmed the reported condition was not duplicated. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). Sample associated to this report expected to be returned for analysis.